Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father reported via phone call that customer received a button error alarm and was not sure how it occurred. It was also reported that the up arrow button was not responding. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the up arrow button due to corroded keypad traces noted. No unexpected button error alarms noted. The insulin pump has cracked lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and cracked belt clip slot.